Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain over the implant site and a performance decrement resulting in the decision to explant the device. It was also reported that the patient had developed an infection at the implant site. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).